Manufacturer narrative:
A2): patient date of birth, age unknown, a4): patient weight unknown, d4): device serial number unknown, h3/h6): the 14f glidelight was not returned, thus no returned product investigation was performed, and the reported complaint could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to fracture. Spectranetics lld ez lead locking device (lld ez) was inserted into the rv lead only. Due to clavicular crush, no lld could be inserted within the ra lead. Beginning with a spectranetics 14f glidelight laser sheath on the rv lead, it was noted that the glidelight handle was warm, with light being emitted from a hole in the outer jacket. Use of the device was discontinued, and a new device was used to attempt extraction of the rv lead. However, extraction was unsuccessful, and the decision was made to leave both the rv and ra leads within the patient, scheduling removal for a future date. An attempt was made to unlock the lld ez from the rv lead but was unsuccessful, so the lead was cut, removing the lld ez in its entirety. The procedure was completed with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
D4): device serial number populated. D9): the glidelight device was returned to the manufacturer 16oct2024. H3): visual inspection found minor kinks in multiple locations along the working length. Two breaches in the outer jacket were noted just distal to the bifurcate handle, on each side of the jacket. Melting of the outer jacket and broken fibers were present in the breached areas. H6): based on the device evaluation and investigation, this has been determined to be a use related failure. Historically, the manufacturer has seen this failure when excessive forces are applied to the side of the outer jacket, at or near the bifurcate handle. The device becomes kinked, and then broken fibers at the area of the kink produce heat, which creates a breach in the outer jacket. Type of investigation code b01 replaced (from b17). Investigation findings code c0706 replaced (from c20). Investigation conclusions code d1102 replaced (from d14). All other codes remain applicable as listed in the initial MDR. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.